Manufacturer narrative:
(B)(4). One actual and one companion sample were returned to the manufacturing plant for evaluation. The used sample arrived out of the pouch primed. The unused/companion sample arrived in a sealed pouch. Visual inspection of the used sample identified a particle of burned/charred plastic approx. One quarter inch in length and a second burned/charred plastic particle approx. 1/8 inch in length both located in the outlet port of the drip chamber. The unused sample was removed from the pouch and also visually inspected for pm. No obvious particulate was noted on or inside the drip chamber or tubing. Therefore, the reported condition was confirmed in the actual sample. An assignable root cause was not determined.

Manufacturer narrative:
(B)(4). Evaluation summary: initial evaluation confirmed the reported condition. Upon completeion of baxter's investigation, a follow-up will be submitted.a batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter corporate product surveillance an interlink continu-flo solution set in which particulate matter was observed in the tubing. According to the report, the nurse observed a dark piece of dirt like material right below the drip chamber when spiking an unknown solution bag. The patient was not connected. Therefore, there was no patient involvement. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.